Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated the drive support cap is protruded. Customer was advised that we will send cot pump to replace oow pump.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a loose drive support disk, a cracked case at the display window corners, a cracked belt clip slot and a cracked reservoir tube lip. The pump passed the displacement test. The pump was received with a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart, prime, excessive no delivery or occlusion tests due to the motor error alarm. The pump was received with normal operating currents. The pump passed the self test and off no power tests.